Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.12 on a pt. Sample collection: (B)(6) 2011, 10/04 sample a collection; (B)(6) 2011 10:10 sample b collection. I-stat: (B)(6) 2011, 11:48 <0.01 ng/ml (sample a); (B)(6) 2011 12:16 0.12 ng/ml (sample b); (B)(6) 2011 12:28 0.08 ng/ml (sample b). Centaur (lab): (B)(6) 2011 12:54 <0.006 ng/ml; (B)(6) 2011 21/15 <0.006 ng/ml. Based on the info available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).